Manufacturer narrative:
No display anomaly or audio anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he experienced a strange tone from his insulin pump. The customer hit the act button on his insulin pump, but it is frozen and unresponsive before hearing the tone again. The customer tried to insert a new energizer battery, but it did not restore the insulin to its normal function. The customer's blood glucose level was 235 mg/dl. No further information was reported.